Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product showed signs of repeated use. The drill pin was fractured and the pin driver showed wear in the hex feature, however, no component was identified o be jammed in the pin driver. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00413.

Event description:
It was reported that uka was performed with ppk and when the drill pin was inserted into a pin hole of tibia cut guide drill pin broke and it was stuck in the pin driver. Subsequently, (B)(6) instead of the driver was used to complete the procedure.